Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer stated that they had high blood glucose of 475 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after troubleshooting. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power or excessive no delivery alarm tests due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, and cracked battery tube threads.